Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Concomitant medical products: product ID 407652 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that both the atrial and ventricular leads dislodged due to the obesity of the patient and the low position of the pocket. The leads were explanted and replaced at a higher position in the chest. No patient complications have been reported as a result of this event.